Event description:
This is filed to report clip opened while establishing final arm angle (efaa). It was reported that during preparation of a mitraclip xtw, the clip opened while establishing final arm angle (efaa). Troubleshooting was attempted: while the clip was fully closed, attempted efaa and it opened to approximately 20-30 degrees. The clip was unlocked and the arm positioner was turned slowly and jumped open to 120 degrees then locked it again. It was closed all the way, and another efaa attempt was performed; however, the clip opened again to 20-30 degrees. It was decided not to proceed with this clip and replace it with another xtw. The new clip was implanted with no reported issue, reducing mr to grade 1. There was no patient involvement, as this occurred during preparation. No additional information was provided.

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping) can not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping). The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).h6 device code 2645 removed in b5 this was reported as occurring during preparation, but additional information verified that it occurred during the procedure.

Event description:
Subsequent to the initial report. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). The mitraclip xtw opened while establishing final arm angle (efaa), and this occurred during the procedure. The clip did not open during preparation. A replacement completed the procedure, reducing the mr to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.